Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the doctor had great difficulty in removing the device from the pt cavity. When he pulled the device for removal, it caused damage on the intestinal canal. For recovery, add'l suturing was required to complete the case. There was no unanticipated tissue loss. There was unanticipated tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4)